Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse verified the issue on the error log and was able to reproduce the error. The fse lubricated wash probe #4 lead screw and guide rod but the error remained. The fse then replaced b/f-4 pulse motor cable and resolved the issue. Instrument daily maintenance and quality control (qc) were performed without any error. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 24jun2018 to aware date (B)(6) 2019. One other similar complaint was identified during the search period. The aia-2000 operator's manual states the following: [2242] b/f probe 4 purge failure cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [4471] b/f probe 4 home detection failure cause: the home sensor failed to activate after b/f probe 4 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue is due to a faulty b/f-4 pulse motor cable.

Event description:
A customer reported receiving error messages 2242 bf probe 4 purge failure and 4471 bf probe 4 home detection failure while operating on the aia-2000 analyzer. The customer stated the errors occurred mid-run. The customer inspected probe 4 and noted no issues. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.